Manufacturer narrative:
Product analysis confirmed that visually, under magnification, the dymax adhesive was observed peeling off from over one of the electrode ink traces which was exposing the ink trace. No cracks were observed in the trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 37.3 ohms (blue), 48.5 ohms (blue with white stripe), 30.6 ohms (red), but there was no reading from the red with white electrode which was the exposed ink trace causing the continuity to be out of specification. A syringe was used to inject 15cc of air into the cuff balloon and there were no issues inflating or deflating the cuff. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) via manufacturer representative reported that the nim was making a lot of noise and that channel 1 was not registering during a thyroid procedure. So they changed to another nim 3.0 system with the same result. And then changed to another nim 3.0 system with the same result. The delay to the case was minimal, and the patient was not injured.